Event description:
The customer reported that on (B)(6) 2011 erroneous vitamin b12, prolactin, estradiol, total thyroxine (tt4), thyroid uptake (t-uptake), rubella immunoglobulin g (igg), free triiodothyronine (ft3) and folate results were generated on a unicel dxl800 access immunoassay system. Ten erroneous patient results associated with eight patients were reported outside of the laboratory, however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. All erroneous results shared a common malfunction. Once corrected, the samples were repeated. Upon repeat the results were different, regarded as valid, and amended reports were issued. Instrument assay quality control results were within customer established specification during the timeframe of this event. No additional patient information, system information or sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was dispatched on (B)(4) 2011 for this event.the field service engineer (fse) discovered that the wash wheel had been flooded. The fse cleaned the wash wheel, wash carousel, luminometer and led. Upon further inspection the fse found that the lines for aspirate probe #1 and dispense probe #1 had been swapped and were in the wrong locations. This was later tracked back to an erroneous modification made by the fse on a previous service call. The fse corrected the placement of the probes and verified instrument performance with no issues noted. (B)(4).